Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal 12mm single use instrument and one endo gia¿ 60mm articulating extra thick reload both opened by the account. The instrument was received engaged with the reload. The retract knobs were fully advanced. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. Engineering evaluation of the reload cartridge found that the staple pushers were flush to sub flush throughout the cartridge surface indicating the device was applied to tissue thickness beyond the indicated range for use. Additionally, compression damage to the staple cartridge was observed. This compression damage caused the cartridge to bow inward towards the center of the knife slot. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. Replication of the flush to sub-flush pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lower anterior resection, the stapler locked down on tissue after completing the firing. They took a clamp on the side of the cartridge to wedge it off the tissue. They had to do another resection to remove the damaged tissue due to the lock down. Another handle and reload was opened to correct the condition. However, the second reload would not fire (on the second handler). The second handle and second reload were thrown away. No other adverse events were reported.